Manufacturer narrative:
Product ID 3093-28, lot# v695669, implanted: 2011-(B)(6), product typ lead product ID 3037, serial# (B)(4), product typ programmer, (B)(4).

Event description:
It was initially reported on (B)(6), 2012 that the patient experienced a loss of therapeutic effect and had muscle spasms for the last 1.5 months. There was no known accident or incident related to the complaint. The patient felt stimulation in the correct area on program 4 at 1.5 volts and was going to monitor her symptoms. On (B)(6), 2012, the patient reported that she still had concerns regarding her device or therapy, but was working with her physician. Additional information was received (B)(6), 2012 from the patient's physician that reported the patient had been seen on (B)(6), 2012 and had a urinary tract infection (uti). The patient was treated with antibiotics and was going to be reevaluated at a later date. If additional information is received, a follow up report will be sent.